Event description:
The facility representative reported overdelivery. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 18, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of the overdelivery was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.